Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that four days post implant the right atrial (ra) lead was capturing the ventricle and was noted to have become dislodged at the tip. The ra lead was not repositioned due to patient anatomy and was explanted and replaced. No patient complications have been reported as a result of this event.